Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Img g02005 belongs to product ID: nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set up patient interface was not connecting both wired and wireless to the console. There was no patient involved.

Manufacturer narrative:
H3: analysis confirmed pi box is not connecting to the console. Unit presented with sw v1.7.5. And power management board failure. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 codes no longer applicable. The analysis for product ID: nim4cpb1: h3: analysis could not confirm pi box is not connecting to the console. There was no fault found. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 codes no longer applicable. The codes fdr: c19 and fdc d20 are applicable to product ID: nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.